Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that while the mitral regurgitation (mr) ultimately unchanged, the reported patient effect of worsening mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported failure to adhere or bond appears to be related to patient morphology/pathology (anterior prolapse with highly restricted posterior leaflet). The reported tissue damage resulting in unchanged mitral regurgitation appears to be related to the difficult leaflet grasping/capture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip was explanted and not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device is filed under a separate medwatch report number.

Event description:
This report is filed due to tissue damage occurring during device use. On (B)(6) 2018, a mitraclip procedure was performed treating degenerative mitral regurgitation (mr) grade 4. The patient presented with an anterior leaflet prolapse with highly restricted posterior leaflet with mitral annular calcification. One mitraclip was implanted without reported issue. While grasping with the second mitraclip, difficulty grasping was noted and the second clip was placed on the lateral side of the valve. Reportedly, it is possible that during leaflet capture with the second clip, posterior leaflet tissue damage occurred. The third mitraclip grasped the leaflets without issue and was implanted between the 2 previously implanted clips. However, the posterior leaflet was no longer observed as captured during leaflet insertion assessment. Reportedly, the tissue damage was related to the third clip although the second clip could not be ruled out as causative or contributory to the tissue damage. The mr remained grade 4 and reportedly, there was a clinically significant delay. That same day, surgical mitral valve replacement was performed as treatment. The event required prolonged hospitalization. As of (B)(4) 2018, the patient had been extubated and was expected to be discharged to home in a few days. No additional information was provided regarding this issue.